Event description:
According to the literature, a retrospective study compared outcomes of right colon cancers undergoing laparoscopic or open emergency resections between 2009 and 2019. In the open group, distal ileum and the transverse colon were divided with an open stapler. An anti peristaltic side-to-side ileocolic anastomosis was accomplished with the device. In the laparoscopic group, anastomosis was accomplished extracorporeally. There were 114 patients in the open group and 88 patients in the laparoscopic group. Complications included anastomotic leak in six patients and wound infection. Reoperations and readmissions were reported. Emergent surgeries were due to bowel obstruction or perforation and were associated with significant morbidity and mortality rates. No patients received bowel preparation. Ileus in inherent to the procedure and not related to the device.

Manufacturer narrative:
D10 concomitant product: unknown gia. Product (lot#: unknown). Hussain, m.I., piozzi, g.n., sakib, n., duhoky, r., carannante, f., khan, j.s. Laparoscopic versus open emergency surgery for right colon cancers. Diagnostics 2024, 14, 407. Https://doi.org/10.3390/diagnostics14040407. Pages 1-13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.